Event description:
Additional information was received from a company representative. It was reported that the patient was scheduled for a revision on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer regarding their implanted pump which was used to deliver morphine with an unknown concentration at 0.05 mg/day. The indication for use was spinal pain. On (B)(6) 2015, it was reported that the patient had lost 75 lbs since the pump was implanted in (B)(6) 2015 and the pump is now moving around in the pocket. It was noted that the pump gets caught on her rib cage and is hurting, irritable, and uncomfortable. It was noted that the patient had noticed the pump move a bit as they started to lose the weight. It got worse in december and the hcp had a hard time filling the pump at her refill on (B)(6) 2015. It was reported that the healthcare professional (hcp) had ¿talked about¿ moving the pump to the posterior buttock area in (B)(6). However, the patient does not want to wait until (B)(6) because they are concerned about potential complications if the pump were to flip. It was noted that the patient had noticed the pump move a bit as they started to lose the weight. It got worse in december and the hcp had a hard time filling the pump at her refill on (B)(6) 2015. It was reported that the company representative had been made aware of the event the week before the refill. Additional information was reported by the company rep that at the refill on (B)(6) 2015 that the hcp had mentioned scheduling a pocket revision after the patient¿s weight loss had stabilized. It was noted that the patient¿s weight loss was due to the patient not having side effects from their oral medications. Further follow up was done to determine if any diagnostics have been done, in any actions/interventions have occurred, what caused the difficulty at refill, and if the issue has resolved.